Event description:
The ventilator was hooked up to a pt. The therapist reports that inspired tidal volume rose from 500cc to 1000cc. The ventilator was removed from the pt and replaced with another one. There was no pt injury.